Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred during bolus deliveries. The customer reported an elevated blood glucose (bg) level above 500 (mg/dl) and moderate ketones. The infusion set was changed and bolus delivered to address bg levels. Due to the occlusion occurring in the past, troubleshooting to determine the source of the occlusion was unable to be performed.